Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the operating room, removed excess scar tissue from the wound, flushed the ipg pocket with saline, and closed. Physician prescribed antibiotics after the procedure was completed.